Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detector was damaged. There was no patient involvement.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer's reported problem, damaged air detector, was verified by visual inspection. The cause is unknown. Air detector was replaced to correct the issue. Cadd solis device passed all functional tests after the repair.